Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the patient had not synced any of his eversense cgm system data to the data management system (dms) for the time period between april 20, 2019 and may 2, 2019. As the patient reported the hypoglycemia event occurred on (B)(6) 2019, there is no data available in dms to investigate the reported event. The patient is not willing to provide any additional information to the manufacturer and has requested no further contact by the manufacturer.no remedial action/corrective action/preventive action / field safety corrective action is required. The patient had not synced any of his eversense cgm system data to the data management system (dms) for the time period between april 20, 2019 and may 2, 2019. As the patient reported the hypoglycemia event occurred on (B)(6) 2019, there is no data available in dms to investigate the reported event. The patient is not willing to provide any additional information to the manufacturer and has requested no further contact by the manufacturer.there is not enough information provided in dms to investigate the reported event. The patient is not willing to provide any additional information to the manufacturer and has requested no further contact by the manufacturer.

Event description:
Senseonics was made aware of an instance wherein a patient using the eversense cgm system went through a hypoglycemia event and reported that the eversense cgm system did not provide an alert. The patient was able to treat himself and did not require medical assistance.